Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one of the patient¿s battery had a locking mechanism problem associated with the inability to spring back. It was reported that there was no excessive force used by the user when attempting to connect to the controller. It was also reported that the device was not dropped and there was no difficulty or inability to seat the battery on the battery charger. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery was returned for evaluation. Failure analysis of the returned device revealed that the battery passed visual examination and functional testing. The locking mechanism functioned properly and the battery was able to adequately connect to a controller. As a result, the reported event could not be confirmed. If information is provided in the future, a supplemental report will be issued.